Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a very bumpy bus ride and now has bruising and is tender and sore over ins pocket. Additional info received stated the pt suffered a lack of effect. Lead migration was diagnosed by CT scan in (B)(6) 2009 as well as a new large disc requiring decompression surgery. The ins system was explanted. Pt was reported as not having suffered an injury.